Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6)) was evaluated at the customer's site. The reported complaint that "the console displayed a mid:26 (low battery) error message" was confirmed both during functional testing and the system's event log data review. The root cause of the mid:26 error was the console's display head battery, which had dropped below critical voltage, attributed to the age of the battery. The thermogard console was manufactured in october 2013 and is nearly 10 years old, well beyond its expected service life of 5 years. The expected display head battery life is about 5 years, and no records could be found indicating that this battery had been previously replaced. Visual inspection of the thermogard console was performed, and no issues were observed. The system's event log data was reviewed and revealed multiple mid:26 (low battery) error messages, confirming the reported complaint. Further review of the system's event log also showed mid:18 (post serial eeprom) and mid:25 (rtc wrong time) error messages. The mid:18 and mid:25 errors were not reported by the customer, but they are also triggered by the low-voltage battery of the display head. The thermogard system failed functional testing upon powering up due to mid:26 (low battery) error message. The console's display head battery was replaced to remedy the reported mid:26 as well as the mid:18 and mid:25 errors which were found in the system's event log. Following service, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).

Event description:
During preparation for patient use of thermogard xp ivtm system (sn (B)(6)), the console displayed a mid:26 (low battery) error message during the power-on-self-test (post). The customer repeatedly turned off/on the console, but the issue wasn't resolved. The console was replaced with a loaner. No patient involvement.